Event description:
Patient's mother reported they just receive the new pump and patient only had 1 dose with that pump and now it is giving an error message, "empty lithium battery-call provider". Rph advised patient's mother they will need pump replaced again. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit - 35gm. Hyqvia indication: common variable immunodeficiency, unspecified. Hyqvia frequency: administer hyaluronidase then infuse under the skin hyqvia: week 1: 7.5gm (75ml), week 2: 15gm (150ml), week 4: 22.5gm (225ml), week 7 and every 4 weeks thereafter: 30gm (300ml). Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.